Event description:
It was reported that the pacemaker recorded a non-sustained ventricular event due to oversensing of noise on both the atrial and ventricular channels. The noise occurred simultaneously on each channel and suggested the possibility of an external source. There was subsequent inhibition of pacing on both leads. Technical services recommended further review of the episode by the healthcare provider. The pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Please see corrected impact code in section f.10.

Event description:
It was reported that the pacemaker recorded a non-sustained ventricular event due to oversensing of noise on both the atrial and ventricular channels. The noise occurred simultaneously on each channel and suggested the possibility of an external source. There was subsequent inhibition of pacing on both leads. Technical services recommended further review of the episode by the healthcare provider. The pacemaker remains in service and no adverse patient effects were reported.